Manufacturer narrative:
The insulin pump passed displacement test, self test, unexpected restart error test, off no power test, rewind and basic occlusion test. The insulin pump was unable to prime during prime test due to moisture damage on the force sensor resistor. The insulin pump was unable to perform occlusion test and excessive no delivery test due to moisture damage on the force sensor resistor. All operating currents are within specification. No open circle or icon anomaly noted during testing. No unexpected low battery or off no power alarms noted during testing. The insulin pump was programmed with test glucose meter. The insulin pump communicated properly and recorded the 104 mg/dl value properly from glucose meter. The battery cap stripped coin slot noted during testing. The insulin pump had cracked reservoir tube lip, minor scratched display window and broken battery tube threads.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that the insulin pump had cracks on the battery compartment and they were unable to remove the battery cap. The customer's mother also reported that they had an insulin pump failure and the site was swollen. The customer's blood glucose was 503 mg/dl at the time of incident. The customer's blood glucose was 191 mg/dl at the time of call. The customer's mother stated that they treated the high blood glucose with manual injection. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.